Event description:
Additional information received notes programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.

Event description:
It was reported that a patient presented with ventricular undersensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was unknown.